Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath that was broken into three pieces. The sheath body was split along the score lines as designed. A tab was separated from one side of the sheath creating the third piece. Microscopic examination of the separated tab revealed that the inside was mostly smooth with blue stains on both sides. Microscopic examination of the sheath body revealed a white raised, uneven area and outline indicating that the tab was previously attached. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during catheter placement, as the nurse attempted to separate the wings of the sheath, one of the tabs detached completely. The nurse used a clamp to grab the half of the peel-away sheath with the missing wing and successfully removed it. There was no delay in treatment and no patient death or complications reported.